Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the tip broke during a therapeutic laproscopic hysterectomy procedure involving an olympus powerseal curved jaw sealer and divider. There was no patient injury reported.